Manufacturer narrative:
The customer did not supply patient demographics such as age, date of birth, sex, weight, ethnicity or race. The customer did not provide a reagent lot number; therefore, expiration date and UDI are unavailable. The customer did not provide a reagent lot number; therefore, date of manufacture is unavailable. The access accutni+3 reagent was not returned for evaluation. No hardware errors or issues with other assays were reported in conjunction with this event. No other patient results were called into question. System performance indicators such as system check, calibration and quality control were not provided for review. A beckman coulter field service engineer (fse) was dispatched to assess system performance. Fse noted flyers in precision run; however, fse was unable to identify a root cause of the erroneous result. Fse proactively rebuilt pumps and verified ultrasonics, and then performed system verifications with results within specifications. Although the fse serviced the instrument, there is insufficient evidence to reasonably conclude a hardware malfunction contributed to the event. A hardware failure of the serviced part would likely cause systemic issues that have not been observed in this event. Customer noted the sample was a short draw; short draws are known to affect immunoassay results by modifying the blood to additive ratio. Therefore, use error is the like cause of the erroneous non-reproducible elevated access accutni+3 result. In conclusion, the likely cause of this event is use error. The customer acknowledged the sample was an incompletely-filled heparinized plasma sample tube.

Event description:
On (B)(6) 2021 the customer reported obtaining non-reproducible erroneous elevated troponin I (accutni+3 for use on dxi, part number a98264, lot number not provided) results, generated on the customer's dxi (dxi 600 access immunoassay with spot b, part number a71460 and serial number (B)(4)) for one patient sample. The customer verbally provided results; no results data was provided outside of verbal results. The elevated troponin I result of 0.11 ng/ml was reported out of the laboratory. The results were questioned by the clinical team and the sample was repeat tested on the same dxi; result of <0.03 ng/ml was obtained. A second sample was collected and a 'corrected' result was obtained when testing the sample (no numeric value provided). There was a report of change to patient treatment or management in association with this event. The customer stated the patient received "additional workup;" customer indicated that a CT and an angiogram were ordered for the patient but the customer was unsure whether the patient actually received these procedures. Out of an abundance of caution, it was determined to report this as a reportable event. No hardware errors or issues with other assays were reported in conjunction with this event. No other patient results were called into question. System performance indicators such as system check, calibration and quality control were not provided for review. Sample was a heparinized plasma. Sample was noted to be a clean sample. Sample processing information such as centrifugation time and speed were not provided by customer. Customer did note that the sample was a short draw.